Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's touchscreen was shattered. The pump was still functional. The customer did not know how the screen became shattered. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.